Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 4/3/2017 returned test strips produce lo readings. Final root cause : black chemistry observed due to improper storage. No further investigation required.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from lo. Customer stated he has received the lo reading when performing his fasting blood tests for the past few days. The customer's expected fasting blood glucose test result range is 130 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date at time of call is less than two weeks. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:lo. Customer called in complaining his trueresult system has been producing fasting results of "lo" but states he feels asymptomatic at the time and insists the system is not producing accurate results.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from lo. Customer stated he has received the lo reading when performing his fasting blood tests for the past few days. The customer's expected fasting blood glucose test result range is 130 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date at time of call is less than two weeks. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:lo. Customer called in complaining his trueresult system has been producing fasting results of "lo" but states he feels asymptomatic at the time and insists the system is not producing accurate results.